Manufacturer narrative:
(B)(4). Additional review determined that (B)(4) no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 3550-39, lot# n171449, implanted: (B)(6) 2009, product type: accessory. Product ID 3550-39, lot# n137575, implanted: (B)(6) 2009, product type: accessory. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3888-45, lot# v302548, implanted: (B)(6) 2009, product type: lead. Product ID 3888-45, lot# v331906, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3888-45, lot# v331906, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3888-45, lot# v260571, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s first battery worked from 2009 to 2012 but then quit working and they had it replaced; they weren¿t sure why. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that as a result that the stimulator quit working the patient experienced no stimulation. It was unknown what circumstances led to the device stop working. The steps taken to resolve the device stop working were the patient called the doctor¿s office.